Event description:
Attempted to do core biopsy under local anesthetic. The biopsy system failed to get adequate biopsies although the lump was well palpable. The systems were jerky and not smooth. One of the attempts to take a biopsy resulted in skin puncture on opposite side, due to uncontrolled jerky system.

Manufacturer narrative:
No sample has been received for evaluation; therefore, we were unable to confirm the issue reported. However, several corrective actions have been initiated in regards to design enhancements in an effort to improve the products performance and reliability. In doing so, the achieve product line now includes three significantly redesigned components all of which are of critical importance to the functionality of the device. Devices manufactured with these modified components have been thoroughly tested to verify not only that they have successfully eliminated the failure modes of interest, but also to assure that these modifications have not negatively impacted other areas of device performance. A review of manufacturing documentation of the lot reported showed no issues.